Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has not yet been evaluated by the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported a patient expired while using a ventilator. According to the reporter of the event, a ventilator inoperative condition occurred with the device on (B)(6) 2016. The patient was manually ventilated and transported to a hospital. The patient later expired. A representative of the manufacturer went to the facility where the ventilator was located. When the device was powered on, it began alarming with "ventilator inoperative" displayed on the screen. The ventilator's internal memory was downloaded. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. The event logs were reviewed by the manufacturer. On the reported date of the event, (B)(6) 2016, six ventilator inoperative conditions were observed. The ventilator inoperative conditions were identified as error 009. The cause of the error 009 is not known as the ventilator is not available for further evaluation and testing. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.